Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings issue. It was reported that the basal history does not match the active basal program. There was no indication that the device caused or contributed to an adverse event. The patient¿s blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500 mg/dl with no reported additional signs or symptoms, which does not meet the animas criteria for an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2018 with the following findings: a review of the basal history for (B)(6) 2018 appeared to be inaccurate with the current basal program due to the user manually changing the amount per hour to the current basal program on (B)(6) 2018. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with a 1.0u/hour basal rate; at the end of testing, the basal history correctly showed 1.0u and total daily dose record showed 24.0u. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No hypertensive or stuck keys were observed on the keypad. The complaint a basal history recording issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.